Manufacturer narrative:
Determination of root cause -- assessment: a review for 12 months prior to the reported date for all clinical complaints showed no previous complaints for this system. A status check and preventive maintenance was completed on 05/19/2008 and found system working within specifications. It is recommended to discontinue use of toric contact lenses at least 3 weeks before preoperative mr to attain corneal and refractive stability and a more accurate measurement which was not done in this case. Post-op measurements at 1 day and 5 days do not allow enough time for the eyes to stabilize providing possible inaccurate measurement of residual refractive error. In addition, the inflammation underneath the flap due to dlk may also interfere with the ability to properly measure the refractive error. Conclusion: based on the limited info provided, the non product factors as well as an individual pt response and healing characteristics may have contributed to the unexpected outcome. (B) (4)

Event description:
Adverse event(s): undercorrection; diffuse lamellar keratitis (dlk). MDR 3003288808-2010-00083 -- right eye (od). A physician reported a pt presented with a non contributory medical history and an ocular history positive for soft toric contact lens wear (last worn the night before the eval). The pt underwent conventional myopia and astigmatism lasik on (B) (6) 2008. During the one day post-op visit, the uncorrected visual acuity (ucva) was 20/50 both eyes (ou). No best corrected visual acuity (bcva) was recorded. The slit lamp exam (sle) demonstrated 2+ dlk ou. Pred forte was prescribed every 2 hours with a return to the clinic in 5 days. At the 5 day post-op visit, the ucva was reported as 20/30 ou, the sle showed 2+ debris ou. No bcva was recorded. Pt is happy with his visual outcome. The physician did not feel that the pt had been harmed or injured and indicated he did not want himself or his staff bothered by any more phone calls.